Event description:
During routine testing of the device at the service center, the service technician reported that the occluder module pound reading was out of specification. The reading was 47 lbs were it should have been 55 + or - 5 lbs. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.